Event description:
It was reported that the patient underwent lumbar fusion surgery at l2-l5 using rhbmp-2/acs. Allegedly, bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. The patient reportedly developed severe physical pain, and mental pain and suffering.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2011: patient presented with the following pre-op diagnosis: adjacent level spinal stenosis l2-3 requiring l3-5 fusion. Procedure: hardware removal and exploration of fusion, l3-4. Posterior spinal fusion l2-3. Pedicle screw instrumentation l2-3. Local autograft bone. Per-op notes: rhbmp-2 local bone, bone graft matrix were laid over decorticated posterior elements in the posterolateral gutters in order to complete a posterolateral arthrodesis at l2-3. On (B)(6) 2011: patient presented with the following pre-op diagnosis: l2, l3 stenosis and instability. Procedure: l2 laminectomy medial facetectomy and foraminotomy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.